Event description:
A false (B)(6) advia centaur xp hcv result was obtained on a patient sample. The previous result was (B)(6) with an alternate method. The patient sample was tested on blot and the result was (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hcv result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the advia centaur hcv assay is limited to the detection of igg antibodies to hepatitis c virus in human serum or plasma (potassium edta, lithium or sodium heparinized plasma)." "The results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus." "The calculated values for hepatitis c in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer."